Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch for high impedance. It was also reported that there was noise resulting in pacing inhibition. The plan was to program sensing bipolar and pacing unipolar, and minute ventilation (mv) sensing was turned off. Once programmed to bipolar, no noise was noted with isometrics or pocket manipulation. The system remains in-service. No adverse patient effects were reported.